Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the inpen did not pair with inpen application and inpen did not dispense insulin due to screw movement issue, inpen did not pair with the app. The customer reported no adverse event. The event involved product(s) mmt-105elblna, unk_fotasoftware. Troubleshooting was performed and identified inpen screw pulled back into the inpen while dialing and customer did not touch/twist injection/dose button. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-105elblna will be returned for analysis. Product return is not applicable for non physical device unk_fotasoftware.

Event description:
It was reported to medtronic minimed that the inpen did not pair with inpen application and inpen did not dispense insulin due to screw movement issue. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and identified inpen screw pulled back into the inpen while dialing and customer did not touch/twist injection/dose button. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-105elblna will be returned for analysis.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.